Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to high pacing threshold. The physician was dr. (B)(6) at (B)(6) healthcare system in (B)(6), oh. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).